Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient developed swelling at the implant site which was subsequently treated with IV antibiotics (date and duration not reported). The swelling reportedly decreased; however, the patient was seen by their physician on (B)(6) 2016, and it was determined that the site required drainage. On (B)(6) 2016, surgery was performed to drain the fluid from the implant site and to re-position the device; however, the surgeon experienced complications and the device was subsequently explanted on (B)(6) 2016. The patient was treated with antibiotics post explantation twice a day (duration unknown). Re-implantation is planned; however, has yet to take place as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
This report is filed september 13, 2016.